Event description:
The doctor reports that the dental implant located in position number #26 failed because it fractured at the head. Implant was removed. The doctor reports that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. G4: premarket identification k101880.